Event description:
The customer reported that the insulin pump alarmed motor error during bolus. Troubleshooting was performed, and the device passed the self test. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device had a missing end cap sticker.